Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced both the r1 and r2 manifold valves on the architect i2000sr analyzer. The fse noted that the valves were worn from normal use. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect anti-hbs assay package insert provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was resolved through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected in section.

Manufacturer narrative:
Date received by manufacturer to 04/07/2017.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a number of (B)(6) architect (B)(6) assay results being generated on an architect i2000sr analyzer. No specific results or patient information was provided by the customer site. No suspect results have been reported from the lab with no patient impact.